Event description:
The customer reported that during prep for surgery, it was found that the pad was partly discolored. It was not used. Initial eval of the returned sample found the foil was degraded and the pad showed no resistance.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.